Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a thoracic surgery, the teflon coating (tissue pad) detached. Surgery was not delayed and was successfully completed. No fragments were generated and there were no patient consequences. No other medical intervention was required.